Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas.the root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd500 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. No adverse event resulted from the defective electrode belt. Manufacture dates: monitor: 11/25/2018; belt: 11/29/2016.

Event description:
A us distributor returned a patient's electrode belt and monitor and reported that the monitor was unable to power on, and the electrode belt was causing a service code 204 (belt/monitor unusable).